Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having difficulties charging their implantable neurostimulator (ins). Patient reported they had gotten a new controller, but then the recharger stopped working. Patient stated that the recharger cord worked very slightly, but if they moved the cord at all, the implantable neurostimulator (ins) would stop charging. Patient said that they kept getting messages saying that there was something wrong with the equipment, but they hadn't gotten any messages since then. Patient services (pss) understood that the patient was referring to the controller not finding the device. During the call, patient confirmed visible damage to the recharger cord; patient said that where the paddle was, there was a noticeable kink in the cord and that the paddle had been getting really warm. Patient confirmed no visible damage to the controller charging port. Patient reset the controller. Patient attempted an implantable neurostimulator (ins) charge session but no device found appeared, and patient confirmed their implantable neurostimulator (ins) was dead from not being able to charge. Patient confirmed that their last successful charge session was maybe a week ago. Patient mentioned that their mother had the same device, so their mother let them borrow their recharger and the equipment worked perfectly. The issue was not resolved. Patient services (pss) reviewed information. No symptoms were reported. A replacement recharger was sent out. See rtg0599211 for the report on previous equipment and implant charging issues as patient mentioned on the call and for the controller replacement. [See general text info for details on omitted information.]

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97755-s serial# (B)(6): product type recharger was sent for analysis and found recharge antenna failure and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.